Event description:
It was reported that during implant, the device had failed to convert an induced arrhythmia during an induction test. An external defibrillator was used. The device was reprogrammed and another induction test was performed. The device put out a loud pop and delivered no therapy, nor error messages. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.